Event description:
It was reported that the customer had high glucose levels (600+ mg/dl). Customer noticed an air gap in the tubing and residue on the tip of the cannula. Pump passed delivery sys check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).